Event description:
It was reported the customer was experiencing high blood glucose of 20.4 mmol/l, treated with the insulin pump. Blood glucose lowered to 19.1 mmol/l, treated with the device again. Troubleshooting for high blood glucose was performed. Customer's symptoms were thirsty, urination, mood swings, and didn't feel right. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Customer did not have tubing clamp unable to perform high pressure test. Customer then stated she was treated by paramedics on (B)(6) 2014 but was not admitted. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.